Event description:
The device was initially implanted in the patient on (B)(6) 2012. The doctor alleged that approximately 6 months after the initial procedure, the implant may have broken due to premature weight bearing by the patient during the consolidation phase.

Manufacturer narrative:
The device is explanted. To date, the patient is doing fine.